Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Service engineer evaluated the device and the issue was confirmed. The issue was resolved by replacing the oxygen concentrator controller.

Event description:
It was reported that at 15:59, about 20 minutes into perfusion, with the liver on board the po2 value was on the lower end of normal (75mmhg). An update was requested to see if this was a transient fluctuation at 16:08 est. The po2 had fallen further to 56mmhg and the device was giving 100% oxygen and 30% air. The pco2 was within normal limits. No 470 alarm (oxygen concentrator failure) was observed. Troubleshooting was attempted, but was unsuccessful. A blood gas sample came back with a similar po2 value as the device provided. Additional troubleshooting was attempted, but was still unsuccessful. The issue was resolved by manually supplementing the oxygen inflow into the oxygenator and by utilizing a gas blender. Subsequently, the po2 normalized at 130 mmhg, and the pco2, which had risen without air, was 47mmhg.

Manufacturer narrative:
To clarify, the service engineer evaluated the device after it was returned to the manufacturer. However, the date of the device return could not be determined.

Event description:
It was reported that at 15:59, about 20 minutes into perfusion, with the liver on board the po2 value was on the lower end of normal (75mmhg). An update was requested to see if this was a transient fluctuation at 16:08 est. The po2 had fallen further to 56mmhg and the device was giving 100% oxygen and 30% air. The pco2 was within normal limits. No 470 alarm (oxygen concentrator failure) was observed. Troubleshooting was attempted, but was unsuccessful. A blood gas sample came back with a similar po2 value as the device provided. Additional troubleshooting was attempted, but was still unsuccessful. The issue was resolved by manually supplementing the oxygen inflow into the oxygenator and by utilizing a gas blender. Subsequently, the po2 normalized at 130 mmhg, and the pco2, which had risen without air, was 47mmhg.